Event description:
Patient receiving injection in rt. Trapezius muscle for pain and spasm. During final injection, needle broke off at hub in pt's arm. Patient underwent invasive procedure to remove needle from muscle. Surgeon unable to retrieve needle.